Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after total hip replacement was performed on an unknown date, the patient fell and experienced a peri prosthetic fracture. This adverse event was treated with a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, the patient fell and experienced and periprosthetic fracture after a total hip replacement on an unspecified date. Reportedly, the adverse event was treated with a revision surgery. The patient¿s current health status is unknown and no additional clinically relevant information was provided. Without the requested information, the root cause of the reported ¿the patient fell and experienced and periprosthetic fracture,¿ and subsequent revision, cannot be definitively concluded. The patient impact beyond the reported events cannot be determined and the patient¿s current health status remains unknown. Therefore, no further medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.